Event description:
It was reported that a patient, (B)(6), male, underwent an atrial flutter right (r-afl) procedure suffered cardiac tamponade, which required pericardiocentesis and 1000cc of fluid were removed. According to the physician, the patient required surgical intervention to close a small perforation between the right atrium and ventricle which was occurred by a steam pop. The patient was stable after surgical repair and required three days of extended hospitalization.

Manufacturer narrative:
(B)(4). (B)(6). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: carto 3 system: (r10039) smartablate generator: (g4c-0314) smartablate pump: (g4cp-0336) smarttouch catheter: (d133602/17120294m) manufacturer ref # pi1-rxutw8